Event description:
A clip got stuck in the applier at ligation. The user found something like a piece of wire stuck out from the jaws, so they replaced the applier with a new one to complete the operation.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1900685 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/05/2019. DHR investigation did not show issues related to complaint. The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The rotation tab was severely bent , and the first clip was stuck in the jaws and was protruding out of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA. The reported complaint of "jamming - clip stuck in jaws" was confirmed based upon the sample received. The device was returned with its rotation tab severely bent. There was also a clip stuck in the jaws and protruding out of the channel. The sample was returned with 10 clips remaining, indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. A CAPA has been opened to further investigate this issue. Multiple root causes have been identified for clip stacking issues, centered around design and manufacturing related root causes. Additionally, user error can contribute to clip stacking issues. Corrective actions are being implemented via the CAPA.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip got stuck in the applier at ligation. The user found something like a piece of wire stuck out from the jaws, so they replaced the applier with a new one to complete the operation.